Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 350 mg/dl earlier. The customer reverted to backup pump and delivered a bolus to stabilize bg level. The customer is a new pump user and stated they possibly need more training on pump. As the customer did not contact tandem technical support (cts) at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level. It was indicated that the local clinical diabetes specialist would be contacted for further training with the customer.